Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed but the reported failure (grounding pad not recognizing) could not be reproduced. The unit energized and cauterized all ports and recognized instruments. Upon further review, the unit emits low energy upon activation of the foot pedals. Bezel is cracked in top left corner. Upon further visual inspection, the unit is in a good condition. The complaint was not confirmed based on the failure analysis.

Event description:
It was reported that during a da vinci-assisted oophorectomy salpingo surgical procedure, the grounding pad was not being recognized. The procedure was completed with no reported injury.

Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: the procedure was a salpingo-oophorectomy procedure. Troubleshooting was performed to try and get the grounding pad to be recognized. The integrated electro surgical generator unit (iesu) was exchanged in this case and the procedure was completed robotically. Patient demographics were provided.

Event description:
Refer to h10/h11 for follow-up information.